Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's brush was stuck in the forceps channel and couldn't be remove during reprocessing. There were no reports of patient involvement.

Event description:
It was reported that the subject device's brush was stuck in the forceps channel and couldn't be remove during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was not possible to identify the cause of the problem because the brush could not be removed from the scope and the brush could not be checked. The following is included in the device IFU: ·these instruments have been designed to be used for brushing the instrument channel, the balloon suction channel or the auxiliary water channel, and the guide wire port of the olympus endoscopes listed below. Do not use these instruments for any purpose other than their intended use. These instruments are shipped nonsterile and are intended for single use only. Do not attempt to reuse. ·do not attempt to insert these instruments from the distal end of the insertion tube; it may get caught and become difficult to retrieve. Olympus will continue to monitor field performance for this device.